Event description:
The rptr indicated that post implant in coronary care unit, the pt had "abd"/diaphragmatic stimulation. The pacemaker was reprogrammed to the vvi mode in order to prevent the stimulation as no atrial output could achieve capture and prevent the stimulation. An x-ray confirmed atrial lead dislodgment. Repositioning surgery was scheduled for the following day. During the surgery, no suitable atrial position could be achieved. The rptr also stated that the stylet insertion during the two surgeries was "in excess of 100 times." The lead was removed and the rptr asked that the lead be analyzed and special attention paid to the two kinks in the lead.